Event description:
The rep is reporting that spiralok and orthocord products were implanted in a patient during a rotator cuff procedure. Approximately 28 days after the surgery, the patient developed a post-operative infection. The surgeon cleaned out the infection a total of three times. The surgeon placed antibiotic beads in the shoulder, which were removed on the third cleaning. One of the anchors was removed, although a revision surgery was unnecessary because of the severe damage done by the infection. A bacterial culture from the surgical site tested positive for a strain of staph. (See associated mdrs 1221934-2006-00266, 1221934-2006-00267, 1221934-2006-00268, 1221934-2006-00269).

Manufacturer narrative:
The devices are still implanted in the patient and are therefore, unavailable for evaluation. The sterilization record for this batch of product was retrieved and reviewed. The record revealed that all parameters met specification and tested negative for bacterial growth. The facility is reporting that the bacterial culture from the surgical site tested positive for a strain of staph infection. The rep indicated that the infection was not related to the mitek product. This report is being filed to document the event. No further action is warranted.